Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient provided technical support with treatment data during troubleshooting of a liberty select alarm. The treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 3 where 3904ml drained. This drain is 195% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 2002ml is 3604ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. The liberty select was replaced. Additional information was solicited.

Manufacturer narrative:
Correction: receipt date.

Event description:
"."

Event description:
"."

Manufacturer narrative:
The reported symptom (iipv (dv > 180% to 200% of fv)) was not confirmed. The reported symptom (hb make sure hb is on ht tray and unclamped) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered during the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.